Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to need cranial surgery and believes surgery is due to the use of the unit . There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to need cranial surgery and believes surgery is due to the use of the unit . There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, it was confirmed that there was evidence of sound abatement foam degradation or breakdown observed in the base unit.   The device's downloaded event log was reviewed by the manufacturer and found no errors. In this report, section d9, g3, h3, h6 has been updated.